Manufacturer narrative:
Concomitant medical products: product ID: 3560022, lot#: unknown, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with a stage 1 trial, external neurostimulator (ens) for frequency/pelvic floor therapy. It was reported the patient had stage 1 week (B)(6) 2020 and was in for stage 2 (B)(6) and the rep noticed when they opened the pocket the hcp had to search for the perc extension as it had migrated. It is unclear when it migrated, cause was not determined. The lead was not replaced.